Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) was confirmed. Upon evaluation, the front response button switch was damaged. The cause of the non-functional response buttons is the damaged switch. The root cause of the damaged switch cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons were not activating the monitor.